Manufacturer narrative:
Lot number reported as either 8114760 or 0114760. Lot number to be verified upon receipt of complained device. (B)(4). Device is an instrument and is not implanted/explanted.: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Device manufacture date possibly december 12, 2016. To be verified upon lot number verification. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an osteotomy procedure on (B)(6) 2017, it was noted upon removal of the bending template for matrix locking l-plate from its original package the device was cracked. Surgeon altered the surgical plan and used a competitor¿s plate to complete the procedure successfully with no harm to patient. Patient outcome reported as fine. This report is for one (1) bending template for matrix locking l-plate. This is report 1 of 1 for (B)(4). Bending template for matrix locking l-plate.

Manufacturer narrative:
DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Supplier: external supplier (B)(4). Manufacturing date: 22.dec.2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation was completed. The device bend-templ, received broken in two pieces and show scratches and dens on surface. Thickness of the device was measured to be 0.492mm and found to be confirming with specification based on the drawing valid at the time of manufacturing. Complained issue could not be confirmed as the plate was received broken and not cracked. However, this complaint is confirmed as the returned bend-template is broken in two pieces. Review of manufacturing order did not show and failure regarding material which was used or deviations trough manufacturing. The definitive root cause could not be determined. Based on the scratches and the dents on the surface, it can be assumed that the breakage may have occurred during the surgery while being used. No manufacturing related deviation could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a crack was found in the new bending template from brand-new package during the osteotomy surgery on (B)(6) 2017. The surgery was completed by using (B)(4)¿s absorbent plate. There was no surgical delay and no adverse consequence to the patient. No patient harm was reported, patient outcome is fine, procedure was successfully completed.